Manufacturer narrative:
It was initially reported that a patient experienced unspecified injuries related to an implanted inferior vena cava filter. Review of the subsequently provided medical records indicated that the filter is a trapease filter, that was implanted due to deep vein thrombosis (dvt) of the left leg system, involving the iliofemoral and popliteal veins. The patient was also found to have an inferior vena cava (ivc) vein thrombosis, and the clot was found above the renal vein, which was also confirmed after performing a quick venography. Prior to the implant procedure the patient presented with pain and swelling of the left leg that occurred after jumping from quite a height in a playground and resulting left groin pain. The patient was noted to have been taking oral contraceptives for quite some time and was obese, there were no other significant risk factors for developing dvt. Doppler ultrasound revealed deep vein thrombosis of the left iliofemoral and popliteal veins. Thrombosis of the ivc was also noted with the clot extending above the level of the renal vein. The patient was also questionable for right sided pulmonary thrombosis. The patient underwent thrombolytic therapy through a right femoral sheath for the thrombus in the ivc and an angio-catheter for the thrombus in the left leg. The filter was placed via the right internal jugular vein above the level of the renal veins but below the hepatic or heart level. The patient tolerated the procedure well and was to continue with pharmacological thrombolysis with urokinase for twenty-four hours. Additional information received regarding the filter implant and procedures performed before and after indicated that the patient had a venogram and a venacavogram a day prior to the index procedure. At that time, it revealed inferior vena cava clots, vein thrombosis starting from the tibial vein on the left side, all the way to the inferior vena cava system above the renals. Thrombolysis was instituted using urokinase. The day of the index procedure, the patient underwent a venogram of the left leg venous system, insertion of a diagnostic infusion catheter into the ivc system through the right groin and insertion of the trapease ivc filter via the right internal jugular vein with placement of a thrombolytic infusion catheter into the ivc with a urokinase injection. During the procedure the patient was noted to have ivc vein thrombosis; the clot was above the renal vein but below the heart. A day after the filter was implanted, the patient underwent thrombolytic therapy of the left common iliac venous system and redirection of the thrombolytic infusion catheter to the left common iliac vein, and two days later, the patient underwent a venogram, lytic therapy of the left iliac thrombus and insertion of a left popliteal vein thrombolysis catheter. Two-days after the lytic therapy, the patient underwent diagnostic venocavogram with left iliac, femoral and popliteal venogram and angioplasty and stent placement x2 (cordis smart stent) at the left common femoral vein system for a stenotic lesion at the region of the left common femoral vein. The patient was status post multiple thrombolysis therapies and multiple venograms, including venacavogram and left leg venogram, due to significant dvt developed all the way from the popliteal vein in the left side, all the way up to the inferior vena cava. This was the fourth time the patient returned to the cardiac cath lab for a follow up venogram and possible further procedures. A computed tomography scan (CT) of abdomen and pelvis completed approximately five days post implant reported an inferior vena cava filter in the area of the inferior vena cava for the liver near the right atrium. A day after the CT scan, and the patient had an abdominal ultrasound to rule out mass, finding a large cystic lesion with some internal echoes and predominantly cystic. The patient was also submitted to an exploratory laparoscopy and cystectomy due to leg pain and swelling and ovarian cyst. A left oophorectomy was performed., however subsequent scans indicate the presence of both ovaries. Approximately twelve years and three months post implant, the patient was evaluated in the emergency room (ER) for acute onset of chest pain. The patient had a chest computed tomography angiography (cta) which showed no significant changes from the one completed three months prior, there was no pulmonary embolus identified and the filter was noted to be unchanged in position at the junction of the ivc and the right atrium. Except for linear scar scarring or atelectasis in the left lingula, the lung fields appeared clear. Mildly prominent mediastinal lymph nodes were unchanged since earlier study. The clinical impression was listed as chest wall pain and the patient was discharged home. Approximately twelve years and five months post implant, the patient was evaluated in the ER for acute headache, considered a migraine, and was discharged home. Approximately twelve years and eleven months post implant, the patient complained of a one- year history of bilateral pelvic pain and lower back pain, associated with weakness, dizziness, and decreased appetite, in addition to bloating of the right abdomen compared to the left, history of heavy periods for several years, requiring iron infusions in the past and persistent vaginal bleeding over the past month. The patient underwent a CT scan of the abdomen and pelvis. Nonobstructive bowel gas pattern was noted, and a suprarenal trapease ivc filter was again seen at the level of the proximal ivc at the atriocaval junction with multiple broken struts. This was unchanged from a previous CT completed 10 months prior, which was used for comparison. The patient was referred to a vascular surgeon concerning the ivc filter. One month later, an ultrasound of the abdomen noted complex cysts in both ovaries, likely hemorrhagic cysts measuring up to 3.6 cm. Normal low resistance blood flow in both ovaries. Approximately thirteen years after the filter was implanted, the patient presented with pain and swelling of the left leg. An ultrasound showed non-occlusive thrombus within the right common femoral vein, thrombus in the left external iliac, common and proximal femoral, popliteal and peroneal veins (1 of 2). Four days after the ultrasound, the patient underwent an attempt at lysis of the thrombus. During the procedure, a venogram was done showing that there was flow throughout the femoral vein in the left; however, there was occlusion at the level of the iliac system, where there was a previous stent (unk cordis smart stent). Attempts to pass a wire through the occlusion were unsuccessful. Additional venogram showed that there was patent flow in the femoral vein up to the iliac vein, at which point it was occluded, a catheter was passed up to the level of the iliac vein and venogram showed no filling of the vena cava; however there was large collateral flow draining both legs. Catheters and wires were removed, and the procedure was discontinued. The patient was discharged six days after admission. The patient presented to the ER two days after being discharged for discoloration of the left lower extremity and swelling of the lower abdomen. An ultrasound of the lower extremities revealed no evidence of dvt in the right lower extremity and dvt of the left lower extremity as seen on the previous admission. The patient was discharged the same day. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion within the device or vasculature do not indicate a device malfunction. Rather, patient, pharmacological factors vessel characteristics may have contributed to these events. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The cordis s.m.a.r.t. Control nitinol stent system is indicated for use in patients with atherosclerotic disease of peripheral arteries, including iliac and superficial femoral, for tipsstm (transjugular intrahepatic portosystemic shunt) procedures and for palliation of malignant neoplasms in the biliary tree. Thrombosis and vessel occlusion, restenosis or recurrent stricture are known potential complications associated with the smart stents and is listed as such in the IFU. Review of the available information suggests that this is a chronic problem related to ongoing thrombotic events and therefore not possible to pass a wire through a chronic total occlusion. Recent thrombotic events may have precipitated an acute episode of leg swelling, possibly due to a failure of the collateral circulation in the vicinity of the stent. Due to the nature of the complaint the reported event could not be further clarified. Without images or procedural films for review, the reported events could not be confirmed, and the exact cause could not be determined. Given the limited information available for review, there is nothing to suggest that there is a malfunction in the design and manufacturing process of the device(s); therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient brings this action for personal injuries suffered as a direct and proximate result of being implanted, with the defective and unreasonably dangerous inferior vena cava (ivc) filter medical device. Per the implant records, prior to the index procedure, the patient presented with pain and swelling in the left leg. The patient stated jumping from quite a height in a playground and since then started having pain in the left groin area. The patient had been taking oral contraceptives for quite some time and a preoperative diagnosis of deep vein thrombosis (dvt) was made by venous doppler studies, especially in the left iliofemoral and popliteal veins. However, on venography or phlebography, the patient was found to have an inferior vena cava vein thrombosis, and the clot was found above the renal vein, which was also confirmed after performing a quick venography. The decision was then made that the patient needed pre-thrombolytic therapy vena cava filter. Filter placement was performed using the right internal jugular approach. A trapease vena cava filter was inserted into the right internal jugular vein using fluoroscopy. The location of the vena cava filter was above the renal vein, however below the hepatic or heart level. The trapease vena cava filter was successfully deployed into the inferior vena cava system, above the renal vein. Following filter placement, further venography was obtained, and under fluoroscopic guidance, thrombolytic therapy was followed. The patient tolerated the procedure well. Approximately twelve years and three months after the filter was implanted, the patient was evaluated in the emergency department for acute onset of chest pain. The patient had a chest computed tomography angiography (cta) which showed no significant changes from the one completed two months before. There was no pulmonary embolus identified. The thoracic aorta enhanced normally without dissection or aneurysm. Except for linear scar scarring or atelectasis in the left lingula, the lung fields appeared clear. Mildly prominent mediastinal lymph nodes were unchanged since earlier study. The ivc filter appeared unchanged in position located at the junction of the ivc and right atrium. The observation discharge examination revealed the patient¿s symptoms and physical exam had improved. The patient was awake and alert in no acute distress. Per the medical records, the patient had a venogram and a venacavogram a day prior to the index procedure. At that time, it revealed inferior vena cava clots, vein thrombosis starting from the tibial vein on the left side, all the way to the inferior vena cava system above the renal. Thrombolysis was instituted using urokinase. Subsequent follow-up studies as well as further interventions were performed on this patient. The day of the index procedure, the patient underwent a venogram of the left leg venous system, insertion of a diagnostic infusion catheter into the ivc system through the right groin and insertion of the trapease ivc filter via the right internal jugular vein with placement of a thrombolytic infusion catheter into the ivc with a urokinase injection. During the procedure the patient was noted to have ivc vein thrombosis; the clot was above the renal vein but below the heart. A day after the filter was implanted, the patient underwent thrombolytic therapy of the left common iliac venous system and redirection of the thrombolytic infusion catheter to the left common iliac vein,and two days later, the patient underwent a venogram, lytic therapy of the left iliac thrombus and insertion of a left popliteal vein thrombolysis catheter. Two-days after the lytic therapy, the patient underwent diagnostic venocavogram with left iliac, femoral and popliteal venogram and angioplasty and stent placement x2 at the left common femoral vein system for a stenotic lesion at the region of the left common femoral vein. The patient was status post multiple thrombolysis therapies and multiple venograms, including venacavogram and left leg venogram, due to significant dvt developed all the way from the popliteal vein in the left side, all the way up to the inferior vena cava. This was the fouth time the patient returned to the cardiac cath lab for a follow up venogram and possible further procedures. A computed tomography scan (CT) of abdomen and pelvis completed approximatley five days post implantantation reported an inferior vena cava filter in the area of the inferior vena cava for the liver near the right atrium. A day after the CT scan, and the patient had an abdominal ultrasound to rule out mass, finding a large cystic lesion with some internal echoes and predominantly cystic. The patient was also submitted to an exploratory laparoscopy and cystectomy due to leg pain and swelling and ovarian cyst. A left oophorectomy was performed; however, subsequent scans indicate the presence of both ovaries. Approximatedly thirteen years after the filter was implanted, the patient presented with pain and swelling of the left leg. An ultrasound showed non-occlusive thrombus within the right common femoral vein, thrombus in the left external iliac, common and proximal femoral, popliteal and peroneal veins (1 of 2). Four days after the ultrasound, the patient underwent an attempt at lysis of the thrombus. During the procedure, a venogram was done showing that there was flow throughout the femoral vein in the left; however, there was occlusion at the level of the iliac system, where there was a previous stent (unk cordis smart stent). Attempts to pass a wire through the occlusion were unsuccessful. Additional venogram showed that there was patent flow in the femoral vein up to the iliac vein, at which point it was occluded, a catheter was passed up to the level of the iliac vein and venogram showed no filling of the vena cava; however there was large collateral flow draining both legs. Catheters and wires were removed, and the procedure was discontinued. The patient was discharged six days after admission. Case-(B)(4) was generated for the stent. The patient presented to the emergency room two days after being discharged for discoloration of the left lower extremity and swelling of the lower abdomen. An ultrasound of the lower extremities revealed no evidence of dvt in the right lower extremity and dvt of the left lower extremity as seen on the previous admission. The patient was discharged the same day.

Event description:
The medical records indicate that the patient has a history of recurrent left leg extensive deep vein thrombosis (dvt) and right leg dvt, anemia - iron deficiency dysfunctional uterine bleeding, chronic pain per the implant records, prior to the index procedure, the patient presented with pain and swelling in the left leg. The patient stated jumping from quite a height in a playground and since then started having pain in the left groin area. The patient had been taking oral contraceptives for quite some time and a preoperative diagnosis of deep vein thrombosis (dvt) was made by venous doppler studies, especially in the left iliofemoral and popliteal veins. However, on venography or phlebography, the patient was found to have an inferior vena cava vein thrombosis, and the clot was found above the renal vein, which was also confirmed after performing a quick venography. The decision was then made that the patient needed pre-thrombolytic therapy using urokinase and vena cava filter. They proceeded with insertion of a diagnostic infusion catheter into the ivc system through the right groin and insertion of the trapease ivc filter via the right internal jugular vein with placement of a thrombolytic infusion catheter into the ivc with a urokinase injection. The location of the vena cava filter was above the renal vein, however below the hepatic or heart level. The trapease vena cava filter was successfully deployed into the inferior vena cava system, above the renal vein. Following filter placement, further venography was obtained, and under fluoroscopic guidance, thrombolytic therapy was followed. The patient tolerated the procedure well. A day after the filter was implanted, the patient underwent thrombolytic therapy of the left common iliac venous system and redirection of the thrombolytic infusion catheter to the left common iliac vein and two days later the patient underwent a venogram, lytic therapy of the left iliac thrombus and insertion of a left popliteal vein thrombolysis catheter. Two-days after the lytic therapy, the patient underwent diagnostic venacavogram with left iliac, femoral and popliteal venogram and angioplasty and stent placement x2 at the left common femoral vein system for a stenotic lesion at the region of the left common femoral vein. The patient was status post multiple thrombolysis therapies and multiple venograms, including venacavogram and left leg venogram, due to significant dvt developed all the way from the popliteal vein in the left side, all the way up to the inferior vena cava. This was the fourth time the patient returned to the cardiac cath lab for a follow up venogram and possible further procedures. A computed tomography scan (CT) of abdomen and pelvis completed approximately five days post implantation reported an inferior vena cava filter in the area of the inferior vena cava for the liver near the right atrium. A day after the CT scan, and the patient had an abdominal ultrasound to rule out mass, finding a large cystic lesion with some internal echoes and predominantly cystic. The patient was also submitted to an exploratory laparoscopy and cystectomy due to leg pain and swelling and ovarian cyst. A left oophorectomy was performed; however, subsequent scans indicate the presence of both ovaries. Approximately six years and four months after the filter was implanted, the patient presented with left leg pain that had started the night before. The patient was twelve weeks pregnant. The radiology report stated that the patient had deep vein thrombosis in the left extremity. Additional medical records received contained ultrasound images of the left lower extremity performed six years and four months after the index procedure. No results of the images were provided. Approximately seven years and eleven months after the filter was implanted, the patient presented to the emergency room (ER) with hemorrhoid pain; the patient was treated with pain medication and discharged the same day. Approximately ten years and six months after the filter was implanted, the patient presented to the ER with right abdominal pain and swollen legs. A CT scan performed during this visit showed mild right sided hydroureter with periureteral stranding and ureteral wall enhancement, suggesting an ascending urinary tract infection (uti). The results noted an ivc filter above the level of the hepatic vein confluence; inferior to the filter, a prominent thrombus within the ivc and a left common iliac venous stent. An ultrasound of the lower extremities did not find evidence of acute dvt, and no evidence of acute cardiopulmonary disease or bowel obstruction was reported in the chest x-ray. The clinical workup determined the patient had a urinary tract infection and was discharged the same day. Eight days after discharge, the patient presented to the ER with complaints of bilateral arms and hands itching with a rash after taking new medication. The patient was diagnosed with an allergic reaction to levothyroxine and was discharged home the following day. Approximately eight months later, the patient presented with chest pain which was worsened by deep breathing and coughing. The patient was discharged the same day as admission with a diagnosis of chest wall pain. According to the additional medical records reviewed, approximately eleven years and seven months after the filter was implanted, the patient underwent a consultation for adnexal mass, dyspareunia, menorrhagia and pelvic pain. A CT scan from a year before revealed a large thrombus inferior to the filter as well as a left iliac venous stent. The patient was complaining of severe pelvic pain; left side more than the right side, which worsen with activity. The patient had been bleeding heavily for six months with severe dyspareunia. An ultrasound scan completed a month prior revealed a small bilateral ovarian cyst and enlargement of the right ovary. Given the history of the venous stent in conjunction with the thrombus inferior to the ivc filter, the patient was referred to a vascular surgeon. The patient was submitted to lower peripheral venous testing for pain and limb swelling about two months after the consultation. Results showed no evidence of right sided dvt and thrombus was seen in the right greater saphenous vein at the junction and proximal thigh. Additional information received per the medical records indicate that eleven years and eight months after the index procedure the patient presented to the emergency room (ER) with complaints of left upper back pain radiating to the left flank for five days. A computed tomography (CT) scan was performed and showed bilateral ovarian and hemorrhagic cysts (measuring up to 3.6 cm) and an inferior vena cava (ivc) filter present in the intrahepatic ivc extending superiorly to the diaphragm. The patient was provided discharge instructions for an ovarian cyst the same day. Additional information received per the medical records indicate that seventeen days later the patient presented with complaints of lower abdominal/pelvic pain. A pelvic ultrasound was performed. The results noted both ovaries remain mildly enlarged with multiple ovarian cysts. The patient was discharged the same day. Approximately twelve years and three months after the filter was implanted, the patient was evaluated in the emergency department for acute onset of chest pain. The patient had a chest computed tomography angiography (cta) which showed no significant changes from the one completed two months before. There was no pulmonary embolus identified. The thoracic aorta enhanced normally without dissection or aneurysm. Except for linear scar scarring or atelectasis in the left lingula, the lung fields appeared clear. Mildly prominent mediastinal lymph nodes were unchanged since earlier study. The ivc filter appeared unchanged in position located at the junction of the ivc and right atrium. The observation discharge examination revealed the patient¿s symptoms and physical exam had improved. The patient was awake and alert in no acute distress. Approximately twelve years and five months after the filter was implanted, the patient was evaluated in the emergency department for acute headache, consider migraine, and was discharged home. Approximately twelve years and eleven months after the index procedure the patient presented to the ER with complaints of left lower quadrant abdominal pain and left leg pain. A CT scan of the abdomen was performed and showed the filter at the proximal ivc at the atriocaval junction with multiple broken struts, unchanged from prior CT. The patient was evaluated and discharged the same day with a diagnosis of chronic abdominal and back pain. Additional medical records state that approximately twelve years and eleven months post implantation, the patient complained of a one-year history of bilateral pelvic pain and lower back pain. This was associated with weakness, dizziness, and decreased appetite, in addition to bloating of the right abdomen compared to the left, history of heavy periods for several years, requiring iron infusions in the past and persistent vaginal bleeding over the past month. The patient underwent a computed tomography scan (CT) of the abdomen and pelvis. Nonobstructive bowel gas pattern was noted, and a suprarenal trapease ivc filter was again seen at the level of the proximal ivc at the atriocaval junction with multiple broken struts. This was unchanged from a previous CT scan completed ten months before, which was used for comparison. The patient was referred to a vascular surgeon concerning the ivc filter. Approximately thirteen years after the filter was implanted, the patient presented with pain and swelling of the left leg. An ultrasound showed new extensive dvt, non-occlusive thrombus within the common femoral vein, thrombus in the left external iliac, proximal femoral vein, popliteal and peroneal veins. The thrombus appeared hypoechoic. The patient had been off eliquis for approximately one year and two months prior to the dvt. Four days after the ultrasound, the patient underwent an attempt at lysis of the thrombus. During the procedure, a venogram was done showing that there was flow throughout the femoral vein in the left; however, there was occlusion at the level of the iliac system, where there was a previous stent (unk cordis smart stent). Attempts to pass a wire through the occlusion were unsuccessful. Additional venogram showed that there was patent flow in the femoral vein up to the iliac vein, at which point it was occluded, a catheter was passed up to the level of the iliac vein and venogram showed no filling of the vena cava; however, there was large collateral flow draining both legs. Catheters and wires were removed, and the procedure was discontinued. The patient was discharged six days after admission. (B)(4) was generated for the stent. The patient presented to the emergency room two days after being discharged for discoloration of the left lower extremity and swelling of the lower abdomen. An ultrasound of the lower extremities revealed no evidence of dvt in the right lower extremity and dvt of the left lower extremity as seen on the previous admission. The patient was discharged the same day. Approximately two years later, the patient was once again diagnosed with left lower extremity dvt per ultrasound. The patient had not been compliant with pradaxa. Approximately a month after the leg ultrasound, the patient underwent a pelvic ultrasound indicated for left pelvic lump. About fifteen years after the filter was implanted, the patient was submitted to a duplex ultrasound scan (dus) of the aorta. Results from the dus were negative for acute dvt in the iliac veins and ivc. The right common iliac vein was reported as chronically occluded. The left external iliac and common iliac (stent) veins are occluded. The entire length of the ivc is chronically occluded and a cluster of varices coming off the left epigastric vein was also noted. Additionally, a CT scan of the abdomen and pelvis was completed for ivc filter and left iliac stent patency assessment. A pelvic sonogram that was completed two months prior, which identified complex bilateral ovarian lesions was used for comparison. The CT findings included status post left iliac stent placement; question of occluded left iliac stent; status post ivc filter placement; extensive subcutaneous collateral vessels identified and bilateral complex ovarian cystic masses.

Manufacturer narrative:
It was initially reported that a patient experienced unspecified injuries related to an implanted inferior vena cava filter. Review of the subsequently provided medical records indicated that the filter is a trapease filter, that was implanted due to deep vein thrombosis (dvt) of the left leg, involving the iliofemoral and popliteal veins. The patient was also found to have an inferior vena cava (ivc) vein thrombosis, and the clot was found above the renal vein, which was also confirmed after performing a quick venography. Prior to the implant procedure the patient presented with pain and swelling of the left leg that occurred after jumping from quite a height in a playground and resulting left groin pain. The patient was noted to have been taking oral contraceptives for quite some time and was obese, there were no other significant risk factors for developing dvt. Doppler ultrasound (u/s) revealed deep vein thrombosis of the left iliofemoral and popliteal veins. Thrombosis of the ivc was also noted with the clot extending above the level of the renal vein. The patient was also questionable for right sided pulmonary thrombosis. The patient underwent thrombolytic therapy through a right femoral sheath for the thrombus in the ivc and an angio-catheter for the thrombus in the left leg. The filter was placed via the right internal jugular vein above the level of the renal veins but below the hepatic or heart level. The patient tolerated the procedure well and was to continue with pharmacological thrombolysis with urokinase for twenty-four hours. Additional information received regarding the filter implant and procedures performed before and after indicated that the patient had a venogram and a venacavogram a day prior to the index procedure. At that time, it revealed inferior vena cava clots, vein thrombosis starting from the tibial vein on the left side, all the way to the inferior vena cava system above the renals. Thrombolysis was instituted using urokinase. The day of the index procedure, the patient underwent a venogram of the left leg venous system, insertion of a diagnostic infusion catheter into the ivc system through the right groin and insertion of the ivc filter via the right internal jugular vein with placement of a thrombolytic infusion catheter into the ivc with a urokinase injection. During the procedure the patient was noted to have ivc vein thrombosis; the clot was above the renal vein but below the heart. A day after the filter was implanted, the patient underwent thrombolytic therapy of the left common iliac venous system and redirection of the thrombolytic infusion catheter to the left common iliac vein, and two days later, the patient underwent a venogram, lytic therapy of the left iliac thrombus and insertion of a left popliteal vein thrombolysis catheter. Two-days after the lytic therapy, the patient underwent diagnostic venocavogram with left iliac, femoral and popliteal venogram and angioplasty and stent placement x2 (cordis smart stent) at the left common femoral vein system for a stenotic lesion at the region of the left common femoral vein. The patient was status post multiple thrombolysis therapies and multiple venograms, including venacavogram and left leg venogram, due to significant dvt developed all the way from the popliteal vein in the left side, all the way up to the inferior vena cava. This was the fourth time the patient returned to the cardiac cath lab for a follow up venogram and possible further procedures. A computed tomography scan (CT) of abdomen and pelvis completed approximately five days post implant reported an inferior vena cava filter in the area of the inferior vena cava for the liver near the right atrium. A day after the CT scan, and the patient had an abdominal u/s to rule out mass, finding a large cystic lesion with some internal echoes and predominantly cystic. The patient underwent an exploratory laparoscopy and cystectomy due to leg pain, swelling and ovarian cyst. A left oophorectomy was performed., however subsequent scans indicate the presence of both ovaries. Approximately twelve years and three months post implant, the patient was evaluated in the emergency room (ER) for acute onset of chest pain. The patient had a chest computed tomography angiography (cta) which showed no significant changes from the one completed three months prior, there was no pulmonary embolus identified and the filter was noted to be unchanged in position at the junction of the ivc and the right atrium. Except for linear scar scarring or atelectasis in the left lingula, the lung fields appeared clear. The clinical impression was listed as chest wall pain and the patient was discharged home. Approximately twelve years and five months post implant, the patient was evaluated in the ER for acute headache, considered a migraine, and was discharged home. Approximately twelve years and eleven months post implant,the patient underwent a CT scan of the abdomen and pelvis. A suprarenal ivc filter was again seen at the level of the proximal ivc at the atrio-caval junction with multiple broken struts. This was unchanged from a previous CT completed 10 months prior. The patient was referred to a vascular surgeon concerning the ivc filter. Approximately thirteen years after the filter was implanted, the patient presented with pain and swelling of the left leg. An u/s showed non-occlusive thrombus within the right common femoral vein, thrombus in the left external iliac, common and proximal femoral, popliteal and peroneal veins (1 of 2). Four days after the u/s, the patient underwent an attempt at lysis of the thrombus. During the procedure, a venogram was done showing that there was flow throughout the femoral vein in the left; however, there was occlusion at the level of the iliac system, where there was a previous stent (unk cordis smart stent). Attempts to pass a wire through the occlusion were unsuccessful. Additional venogram showed that there was patent flow in the femoral vein up to the iliac vein, at which point it was occluded, a catheter was passed up to the level of the iliac vein and venogram showed no filling of the vena cava; however there was large collateral flow draining both legs. The procedure was discontinued. The patient was discharged six days after admission. The patient presented to the ER, two days after being discharged, for discoloration of the left lower extremity and swelling of the lower abdomen. An u/s of the lower extremities revealed no evidence of dvt in the right lower extremity and dvt of the left lower extremity as seen on the previous admission. The patient was discharged the same day. New information was received indicated that the patient presented to the ER with right abdominal pain and swollen legs. Clinical workup determined the patient had a urinary tract infection (uti) and discharged the same day. A computed tomography scan performed during this visit showed mild right sided hydroureter with periureteral stranding and ureteral wall enhancement, suggesting an ascending uti. The results noted an ivc filter with large intraluminal thrombus seen inferior to the filter and the presence of a left common iliac stent. An ultrasound of the lower extremities did not find evidence of acute dvt. Additional information contained in the medical records indicated that the patient was referred to a vascular surgeon related to the large thrombus inferior to the ivc filter. The patient was submitted to lower peripheral venous testing for pain and limb swelling about two months after the consultation. Results showed no evidence of right sided dvt and thrombus was seen in the right greater saphenous vein at the junction and proximal thigh. Approximately thirteen years post implant, the patient was diagnosed with a new extensive dvt of the left lower extremity in the left iliac, common femoral, proximal vein, popliteal vein and peroneal vein. The patient had been off eliquis for approximately one year and two months prior to the dvt. Approximately two years later, the patient was once again diagnosed with left lower extremity dvt per ultrasound. The patient had not been compliant with pradaxa. Approximately a month after the leg ultrasound, the patient underwent a pelvic ultrasound indicated for left pelvic lump. About fifteen years post implant, the patient was submitted to a u/s of the aorta. Results were negative for acute dvt in the iliac veins and ivc. The right common iliac vein was reported as chronically occluded. The left external iliac and common iliac (stent) veins are occluded. The entire length of the ivc is chronically occluded and a cluster of varices coming off the left epigastric vein was also noted. Additionally, a CT scan of the abdomen and pelvis was completed for ivc filter and left iliac stent patency assessment. The CT findings included status post left iliac stent placement; question of occluded left iliac stent; status post ivc filter placement; extensive subcutaneous collateral vessels identified and bilateral complex ovarian cystic masses. New information received indicated that approximately six years and four months post implant, the patient presented with left leg pain that had started the night before. The patient was twelve weeks pregnant. The radiology report stated that the patient had deep vein thrombosis in the left extremity. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity and varicosities. Collateral circulation is established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Blood clots, clotting and/or occlusion within the device or vasculature do not indicate a device malfunction. Rather, patient, pharmacological factors vessel characteristics may have contributed to these events. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Due to the nature of the complaint the reported event could not be further clarified. Without images or procedural films for review, the reported events could not be confirmed, and the exact cause could not be determined. Given the limited information available for review, there is nothing to suggest that there is a malfunction in the design and manufacturing process of the device(s); therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. There have been multiple submissions for this patient.&nbsp; there is no new information ; however, section b5 was reorganized and put in chronological order.

Event description:
As reported by the legal team, the patient brings this action for personal injuries suffered as a direct and proximate result of being implanted, with the defective and unreasonably dangerous inferior vena cava (ivc) filter medical device. Per the implant records, prior to the index procedure, the patient presented with pain and swelling in the left leg. The patient stated jumping from quite a height in a playground and since then started having pain in the left groin area. The patient had been taking oral contraceptives for quite some time and a preoperative diagnosis of deep vein thrombosis (dvt) was made by venous doppler studies, especially in the left iliofemoral and popliteal veins. However, on venography or phlebography, the patient was found to have an inferior vena cava vein thrombosis, and the clot was found above the renal vein, which was also confirmed after performing a quick venography. The decision was then made that the patient needed pre-thrombolytic therapy vena cava filter. Filter placement was performed using the right internal jugular approach. A trapease vena cava filter was inserted into the right internal jugular vein using fluoroscopy. The location of the vena cava filter was above the renal vein, however below the hepatic or heart level. The trapease vena cava filter was successfully deployed into the inferior vena cava system, above the renal vein. Following filter placement, further venography was obtained, and under fluoroscopic guidance, thrombolytic therapy was followed. The patient tolerated the procedure well. Approximately twelve years and three months after the filter was implanted, the patient was evaluated in the emergency department for acute onset of chest pain. The patient had a chest computed tomography angiography (cta) which showed no significant changes from the one completed two months before. There was no pulmonary embolus identified. The thoracic aorta enhanced normally without dissection or aneurysm. Except for linear scar scarring or atelectasis in the left lingula, the lung fields appeared clear. Mildly prominent mediastinal lymph nodes were unchanged since earlier study. The ivc filter appeared unchanged in position located at the junction of the ivc and right atrium. The observation discharge examination revealed the patient¿s symptoms and physical exam had improved. The patient was awake and alert in no acute distress. Per the medical records, the patient had a venogram and a venacavogram a day prior to the index procedure. At that time, it revealed inferior vena cava clots, vein thrombosis starting from the tibial vein on the left side, all the way to the inferior vena cava system above the renal. Thrombolysis was instituted using urokinase. Subsequent follow-up studies as well as further interventions were performed on this patient. The day of the index procedure, the patient underwent a venogram of the left leg venous system, insertion of a diagnostic infusion catheter into the ivc system through the right groin and insertion of the trapease ivc filter via the right internal jugular vein with placement of a thrombolytic infusion catheter into the ivc with a urokinase injection. During the procedure the patient was noted to have ivc vein thrombosis; the clot was above the renal vein but below the heart. A day after the filter was implanted, the patient underwent thrombolytic therapy of the left common iliac venous system and redirection of the thrombolytic infusion catheter to the left common iliac vein, and two days later, the patient underwent a venogram, lytic therapy of the left iliac thrombus and insertion of a left popliteal vein thrombolysis catheter. Two-days after the lytic therapy, the patient underwent diagnostic venocavogram with left iliac, femoral and popliteal venogram and angioplasty and stent placement x2 at the left common femoral vein system for a stenotic lesion at the region of the left common femoral vein. The patient was status post multiple thrombolysis therapies and multiple venograms, including venacavogram and left leg venogram, due to significant dvt developed all the way from the popliteal vein in the left side, all the way up to the inferior vena cava. This was the fourth time the patient returned to the cardiac cath lab for a follow up venogram and possible further procedures. A computed tomography scan (CT) of abdomen and pelvis completed approximately five days post implantation reported an inferior vena cava filter in the area of the inferior vena cava for the liver near the right atrium. A day after the CT scan, and the patient had an abdominal ultrasound to rule out mass, finding a large cystic lesion with some internal echoes and predominantly cystic. The patient was also submitted to an exploratory laparoscopy and cystectomy due to leg pain and swelling and ovarian cyst. A left oophorectomy was performed; however, subsequent scans indicate the presence of both ovaries. Approximately thirteen years after the filter was implanted, the patient presented with pain and swelling of the left leg. An ultrasound showed non-occlusive thrombus within the right common femoral vein, thrombus in the left external iliac, common and proximal femoral, popliteal and peroneal veins (1 of 2). Four days after the ultrasound, the patient underwent an attempt at lysis of the thrombus. During the procedure, a venogram was done showing that there was flow throughout the femoral vein in the left; however, there was occlusion at the level of the iliac system, where there was a previous stent (unk cordis smart stent). Attempts to pass a wire through the occlusion were unsuccessful. Additional venogram showed that there was patent flow in the femoral vein up to the iliac vein, at which point it was occluded, a catheter was passed up to the level of the iliac vein and venogram showed no filling of the vena cava; however there was large collateral flow draining both legs. Catheters and wires were removed, and the procedure was discontinued. The patient was discharged six days after admission. Case-2017-00021120-2 was generated for the stent. The patient presented to the emergency room two days after being discharged for discoloration of the left lower extremity and swelling of the lower abdomen. An ultrasound of the lower extremities revealed no evidence of dvt in the right lower extremity and dvt of the left lower extremity as seen on the previous admission. The patient was discharged the same day. Review of additional medical records provided revealed that approximately seven years and eleven months after the filter was implanted, the patient presented to the emergency room (ER) with hemorrhoid pain; the patient was treated with pain medication and discharged the same day. Approximately ten years and six months after the filter was implanted, the patient presented to the ER with right abdominal pain and swollen legs. A CT scan performed during this visit showed mild right sided hydroureter with periureteral stranding and ureteral wall enhancement, suggesting an ascending urinary tract infection (uti). The results noted an ivc filter above the level of the hepatic vein confluence; inferior to the filter, a prominent thrombus within the ivc and a left common iliac venous stent. An ultrasound of the lower extremities did not find evidence of acute dvt, and no evidence of acute cardiopulmonary disease or bowel obstruction was reported in the chest x-ray. The clinical workup determined the patient had a urinary tract infection and was discharged the same day. Eight days after discharge, the patient presented to the ER with complaints of bilateral arms and hands itching with a rash after taking new medication. The patient was diagnosed with an allergic reaction to levothyroxine and was discharged home the following day. Approximately eight months later, the patient presented with chest pain which was worsened by deep breathing and coughing. The patient was discharged the same day as admission with a diagnosis of chest wall pain. According to the additional medical records reviewed, approximately eleven years and seven months after the filter was implanted, the patient underwent a consultation for adnexal mass, dyspareunia, menorrhagia and pelvic pain. A CT scan from a year before revealed a large thrombus inferior to the filter as well as a left iliac venous stent. The patient was complaining of severe pelvic pain; left side more than the right side, which worsen with activity. The patient had been bleeding heavily for six months with severe dyspareunia. An ultrasound scan completed a month prior revealed a small bilateral ovarian cyst and enlargement of the right ovary. Given the history of the venous stent in conjunction with the thrombus inferior to the ivc filter, the patient was referred to a vascular surgeon. The patient was submitted to lower peripheral venous testing for pain and limb swelling about two months after the consultation. Results showed no evidence of right sided dvt and thrombus was seen in the right greater saphenous vein at the junction and proximal thigh. Approximately thirteen years post implantation, the patient was diagnosed with a new extensive dvt of the left lower extremity in the left iliac, common femoral, proximal vein, popliteal vein and peroneal vein. The patient had been off eliquis for approximately one year and two months prior to the dvt. Approximately two years later, the patient was once again diagnosed with left lower extremity dvt per ultrasound. The patient had not been compliant with pradaxa. Approximately a month after the leg ultrasound, the patient underwent a pelvic ultrasound indicated for left pelvic lump. About fifteen years after the filter was implanted, the patient was submitted to a duplex ultrasound scan (dus) of the aorta. Results from the dus were negative for acute dvt in the iliac veins and ivc. The right common iliac vein was reported as chronically occluded. The left external iliac and common iliac (stent) veins are occluded. The entire length of the ivc is chronically occluded and a cluster of varices coming off the left epigastric vein was also noted. Additionally, a CT scan of the abdomen and pelvis was completed for ivc filter and left iliac stent patency assessment. A pelvic sonogram that was completed two months prior, and which identified complex bilateral ovarian lesions was used for comparison. The CT findings included status post left iliac stent placement; question of occluded left iliac stent; status post ivc filter placement; extensive subcutaneous collateral vessels identified and bilateral complex ovarian cystic masses.

Manufacturer narrative:
It was initially reported that a patient experienced unspecified injuries related to an implanted inferior vena cava filter. Review of the subsequently provided medical records indicated that the filter is a trapease filter, that was implanted due to deep vein thrombosis (dvt) of the left leg, involving the iliofemoral and popliteal veins. The patient was also found to have an inferior vena cava (ivc) vein thrombosis, and the clot was found above the renal vein, which was also confirmed after performing a quick venography. Prior to the implant procedure the patient presented with pain and swelling of the left leg that occurred after jumping from quite a height in a playground and resulting left groin pain. The patient was noted to have been taking oral contraceptives for quite some time and was obese, there were no other significant risk factors for developing dvt. Doppler ultrasound (u/s) revealed deep vein thrombosis of the left iliofemoral and popliteal veins. Thrombosis of the ivc was also noted with the clot extending above the level of the renal vein. The patient was also questionable for right sided pulmonary thrombosis. The patient underwent thrombolytic therapy through a right femoral sheath for the thrombus in the ivc and an angio-catheter for the thrombus in the left leg. The filter was placed via the right internal jugular vein above the level of the renal veins but below the hepatic or heart level. The patient tolerated the procedure well and was to continue with pharmacological thrombolysis with urokinase for twenty-four hours. Additional information received regarding the filter implant and procedures performed before and after indicated that the patient had a venogram and a venacavogram a day prior to the index procedure. At that time, it revealed inferior vena cava clots, vein thrombosis starting from the tibial vein on the left side, all the way to the inferior vena cava system above the renals. Thrombolysis was instituted using urokinase. The day of the index procedure, the patient underwent a venogram of the left leg venous system, insertion of a diagnostic infusion catheter into the ivc system through the right groin and insertion of the ivc filter via the right internal jugular vein with placement of a thrombolytic infusion catheter into the ivc with a urokinase injection. During the procedure the patient was noted to have ivc vein thrombosis; the clot was above the renal vein but below the heart. A day after the filter was implanted, the patient underwent thrombolytic therapy of the left common iliac venous system and redirection of the thrombolytic infusion catheter to the left common iliac vein, and two days later, the patient underwent a venogram, lytic therapy of the left iliac thrombus and insertion of a left popliteal vein thrombolysis catheter. Two-days after the lytic therapy, the patient underwent diagnostic venocavogram with left iliac, femoral and popliteal venogram and angioplasty and stent placement x2 (cordis smart stent) at the left common femoral vein system for a stenotic lesion at the region of the left common femoral vein. The patient was status post multiple thrombolysis therapies and multiple venograms, including venacavogram and left leg venogram, due to significant dvt developed all the way from the popliteal vein in the left side, all the way up to the inferior vena cava. This was the fourth time the patient returned to the cardiac cath lab for a follow up venogram and possible further procedures. A computed tomography scan (CT) of abdomen and pelvis completed approximately five days post implant reported an inferior vena cava filter in the area of the inferior vena cava for the liver near the right atrium. A day after the CT scan, and the patient had an abdominal u/s to rule out mass, finding a large cystic lesion with some internal echoes and predominantly cystic. The patient underwent an exploratory laparoscopy and cystectomy due to leg pain, swelling and ovarian cyst. A left oophorectomy was performed., however subsequent scans indicate the presence of both ovaries. Approximately twelve years and three months post implant, the patient was evaluated in the emergency room (ER) for acute onset of chest pain. The patient had a chest computed tomography angiography (cta) which showed no significant changes from the one completed three months prior, there was no pulmonary embolus identified and the filter was noted to be unchanged in position at the junction of the ivc and the right atrium. Except for linear scar scarring or atelectasis in the left lingula, the lung fields appeared clear. The clinical impression was listed as chest wall pain and the patient was discharged home. Approximately twelve years and five months post implant, the patient was evaluated in the ER for acute headache, considered a migraine, and was discharged home. Approximately twelve years and eleven months post implant,the patient underwent a CT scan of the abdomen and pelvis. A suprarenal ivc filter was again seen at the level of the proximal ivc at the atrio-caval junction with multiple broken struts. This was unchanged from a previous CT completed ten months prior. The patient was referred to a vascular surgeon concerning the ivc filter. Approximately thirteen years after the filter was implanted, the patient presented with pain and swelling of the left leg. An u/s showed non-occlusive thrombus within the right common femoral vein, thrombus in the left external iliac, common and proximal femoral, popliteal and peroneal veins (1 of 2). Four days after the u/s, the patient underwent an attempt at lysis of the thrombus. During the procedure, a venogram was done showing that there was flow throughout the femoral vein in the left; however, there was occlusion at the level of the iliac system, where there was a previous stent (unk cordis smart stent). Attempts to pass a wire through the occlusion were unsuccessful. Additional venogram showed that there was patent flow in the femoral vein up to the iliac vein, at which point it was occluded, a catheter was passed up to the level of the iliac vein and venogram showed no filling of the vena cava; however there was large collateral flow draining both legs. The procedure was discontinued. The patient was discharged six days after admission. The patient presented to the ER, two days after being discharged, for discoloration of the left lower extremity and swelling of the lower abdomen. An u/s of the lower extremities revealed no evidence of dvt in the right lower extremity and dvt of the left lower extremity as seen on the previous admission. The patient was discharged the same day. New information was received indicated that the patient presented to the ER with right abdominal pain and swollen legs. Clinical workup determined the patient had a urinary tract infection (uti) and discharged the same day. A computed tomography scan performed during this visit showed mild right sided hydroureter with periureteral stranding and ureteral wall enhancement, suggesting an ascending uti. The results noted an ivc filter with large intraluminal thrombus seen inferior to the filter and the presence of a left common iliac stent. An ultrasound of the lower extremities did not find evidence of acute dvt. Additional information contained in the medical records indicated that the patient was referred to a vascular surgeon related to the large thrombus inferior to the ivc filter. The patient was submitted to lower peripheral venous testing for pain and limb swelling about two months after the consultation. Results showed no evidence of right sided dvt and thrombus was seen in the right greater saphenous vein at the junction and proximal thigh. Approximately thirteen years post implant, the patient was diagnosed with a new extensive dvt of the left lower extremity in the left iliac, common femoral, proximal vein, popliteal vein and peroneal vein. The patient had been off eliquis for approximately one year and two months prior to the dvt. Approximately two years later, the patient was once again diagnosed with left lower extremity dvt per ultrasound. The patient had not been compliant with pradaxa. Approximately a month after the leg ultrasound, the patient underwent a pelvic ultrasound indicated for left pelvic lump. About fifteen years post implant, the patient was submitted to an u/s of the aorta. Results were negative for acute dvt in the iliac veins and ivc. The right common iliac vein was reported as chronically occluded. The left external iliac and common iliac (stent) veins are occluded. The entire length of the ivc is chronically occluded and a cluster of varices coming off the left epigastric vein was also noted. Additionally, a CT scan of the abdomen and pelvis was completed for ivc filter and left iliac stent patency assessment. The CT findings included status post left iliac stent placement; question of occluded left iliac stent; status post ivc filter placement; extensive subcutaneous collateral vessels identified and bilateral complex ovarian cystic masses. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity and varicosities. Collateral circulation is established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Blood clots, clotting and/or occlusion within the device or vasculature do not indicate a device malfunction. Rather, patient, pharmacological factors vessel characteristics may have contributed to these events. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Due to the nature of the complaint the reported event could not be further clarified. Without images or procedural films for review, the reported events could not be confirmed, and the exact cause could not be determined. Given the limited information available for review, there is nothing to suggest that there is a malfunction in the design and manufacturing process of the device(s); therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
About fourteen years and ten months post implant an arterial and venous angiotomography was performed. Results noted no signs of arterial stenosis or dilatation. Chronic thrombus was noted in the infra-hepatic ivc, metallic stents in the left iliac vein, which is completely thrombosed, one of the stems of the filter is perforating the hepatic parenchyma, right and left renal veins with thrombosis at the distal end of both, being drained by collateral circulation, prominent venous collateral circulation of the abdominal wall. About a year and four months after the angiotomography, an ultrasound of the left leg was performed and noted dvt of the left common femoral and popliteal veins- acute dvt of the left lower leg.

Manufacturer narrative:
It was initially reported that a patient experienced unspecified injuries related to an implanted inferior vena cava filter. Review of the subsequently provided medical records indicated that the filter is a trapease filter, that was implanted due to deep vein thrombosis (dvt) of the left leg, involving the iliofemoral and popliteal veins. The patient was also found to have an inferior vena cava (ivc) vein thrombosis, and the clot was found above the renal vein, which was also confirmed after performing a quick venography. Prior to the implant procedure the patient presented with pain and swelling of the left leg that occurred after jumping from quite a height in a playground and resulting left groin pain. The patient was noted to have been taking oral contraceptives for quite some time and was obese, there were no other significant risk factors for developing dvt. Doppler ultrasound (u/s) revealed deep vein thrombosis of the left iliofemoral and popliteal veins. Thrombosis of the ivc was also noted with the clot extending above the level of the renal vein. The patient was also questionable for right sided pulmonary thrombosis. The patient underwent thrombolytic therapy through a right femoral sheath for the thrombus in the ivc and an angio-catheter for the thrombus in the left leg. The filter was placed via the right internal jugular vein above the level of the renal veins but below the hepatic or heart level. The patient tolerated the procedure well and was to continue with pharmacological thrombolysis with urokinase for twenty-four hours. Additional information received regarding the filter implant and procedures performed before and after indicated that the patient had a venogram and a venacavogram a day prior to the index procedure. At that time, it revealed inferior vena cava clots, vein thrombosis starting from the tibial vein on the left side, all the way to the inferior vena cava system above the renals. Thrombolysis was instituted using urokinase. The day of the index procedure, the patient underwent a venogram of the left leg venous system, insertion of a diagnostic infusion catheter into the ivc system through the right groin and insertion of the ivc filter via the right internal jugular vein with placement of a thrombolytic infusion catheter into the ivc with a urokinase injection. During the procedure the patient was noted to have ivc vein thrombosis; the clot was above the renal vein but below the heart. A day after the filter was implanted, the patient underwent thrombolytic therapy of the left common iliac venous system and redirection of the thrombolytic infusion catheter to the left common iliac vein, and two days later, the patient underwent a venogram, lytic therapy of the left iliac thrombus and insertion of a left popliteal vein thrombolysis catheter. Two-days after the lytic therapy, the patient underwent diagnostic venocavogram with left iliac, femoral and popliteal venogram and angioplasty and stent placement x2 (cordis smart stent) at the left common femoral vein system for a stenotic lesion at the region of the left common femoral vein. The patient was status post multiple thrombolysis therapies and multiple venograms, including venacavogram and left leg venogram, due to significant dvt developed all the way from the popliteal vein in the left side, all the way up to the inferior vena cava. This was the fourth time the patient returned to the cardiac cath lab for a follow up venogram and possible further procedures. A computed tomography scan (CT) of abdomen and pelvis completed approximately five days post implant reported an inferior vena cava filter in the area of the inferior vena cava for the liver near the right atrium. A day after the CT scan, and the patient had an abdominal u/s to rule out mass, finding a large cystic lesion with some internal echoes and predominantly cystic. The patient underwent an exploratory laparoscopy and cystectomy due to leg pain, swelling and ovarian cyst. A left oophorectomy was performed., however subsequent scans indicate the presence of both ovaries. Approximately twelve years and three months post implant, the patient was evaluated in the emergency room (ER) for acute onset of chest pain. The patient had a chest computed tomography angiography (cta) which showed no significant changes from the one completed three months prior, there was no pulmonary embolus identified and the filter was noted to be unchanged in position at the junction of the ivc and the right atrium. Except for linear scar scarring or atelectasis in the left lingula, the lung fields appeared clear. The clinical impression was listed as chest wall pain and the patient was discharged home. Approximately twelve years and five months post implant, the patient was evaluated in the ER for acute headache, considered a migraine, and was discharged home. Approximately twelve years and eleven months post implant, the patient underwent a CT scan of the abdomen and pelvis. A suprarenal ivc filter was again seen at the level of the proximal ivc at the atrio-caval junction with multiple broken struts. This was unchanged from a previous CT completed 10 months prior. The patient was referred to a vascular surgeon concerning the ivc filter. Approximately thirteen years after the filter was implanted, the patient presented with pain and swelling of the left leg. An u/s showed non-occlusive thrombus within the right common femoral vein, thrombus in the left external iliac, common and proximal femoral, popliteal and peroneal veins (1 of 2). Four days after the u/s, the patient underwent an attempt at lysis of the thrombus. During the procedure, a venogram was done showing that there was flow throughout the femoral vein in the left; however, there was occlusion at the level of the iliac system, where there was a previous stent (unk cordis smart stent). Attempts to pass a wire through the occlusion were unsuccessful. Additional venogram showed that there was patent flow in the femoral vein up to the iliac vein, at which point it was occluded, a catheter was passed up to the level of the iliac vein and venogram showed no filling of the vena cava; however there was large collateral flow draining both legs. The procedure was discontinued. The patient was discharged six days after admission. The patient presented to the ER, two days after being discharged, for discoloration of the left lower extremity and swelling of the lower abdomen. An u/s of the lower extremities revealed no evidence of dvt in the right lower extremity and dvt of the left lower extremity as seen on the previous admission. The patient was discharged the same day. New information was received indicated that the patient presented to the ER with right abdominal pain and swollen legs. Clinical workup determined the patient had a urinary tract infection (uti) and discharged the same day. A computed tomography scan performed during this visit showed mild right sided hydroureter with periureteral stranding and ureteral wall enhancement, suggesting an ascending uti. The results noted an ivc filter with large intraluminal thrombus seen inferior to the filter and the presence of a left common iliac stent. An ultrasound of the lower extremities did not find evidence of acute dvt. Additional information contained in the medical records indicated that the patient was referred to a vascular surgeon related to the large thrombus inferior to the ivc filter. The patient was submitted to lower peripheral venous testing for pain and limb swelling about two months after the consultation. Results showed no evidence of right sided dvt and thrombus was seen in the right greater saphenous vein at the junction and proximal thigh. Approximately thirteen years post implant, the patient was diagnosed with a new extensive dvt of the left lower extremity in the left iliac, common femoral, proximal vein, popliteal vein and peroneal vein. The patient had been off eliquis for approximately one year and two months prior to the dvt. Approximately two years later, the patient was once again diagnosed with left lower extremity dvt per ultrasound. The patient had not been compliant with pradaxa. Approximately a month after the leg ultrasound, the patient underwent a pelvic ultrasound indicated for left pelvic lump. About fifteen years post implant, the patient was submitted to a u/s of the aorta. Results were negative for acute dvt in the iliac veins and ivc. The right common iliac vein was reported as chronically occluded. The left external iliac and common iliac (stent) veins are occluded. The entire length of the ivc is chronically occluded and a cluster of varices coming off the left epigastric vein was also noted. Additionally, a CT scan of the abdomen and pelvis was completed for ivc filter and left iliac stent patency assessment. The CT findings included status post left iliac stent placement; question of occluded left iliac stent; status post ivc filter placement; extensive subcutaneous collateral vessels identified and bilateral complex ovarian cystic masses. New information received indicated that approximately six years and four months post implant, the patient presented with left leg pain that had started the night before. The patient was twelve weeks pregnant. The radiology report stated that the patient had deep vein thrombosis in the left extremity. New information indicated that approximately fourteen years and ten months post implant an arterial and venous angiotomography was performed. Results noted no signs of arterial stenosis or dilatation. Chronic thrombus was noted in the infra-hepatic ivc, metallic stents in the left iliac vein, which is completely thrombosed, one of the stems of the filter is perforating the hepatic parenchyma, right and left renal veins with thrombosis at the distal end of both, being drained by collateral circulation, prominent venous collateral circulation of the abdominal wall. About a year and four months after the angiotomography, an ultrasound of the left leg was performed and noted dvt of the left common femoral and popliteal veins- acute dvt of the left lower leg. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity and varicosities. Collateral circulation is established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Blood clots, clotting and/or occlusion within the device or vasculature do not indicate a device malfunction. Rather, patient, pharmacological factors vessel characteristics may have contributed to these events. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Depending on the extent of the perforation, adjacent or abutting organs may be impacted. Due to the nature of the complaint the reported event could not be further clarified. Without images or procedural films for review, the reported events could not be confirmed, and the exact cause could not be determined. Given the limited information available for review, there is nothing to suggest that there is a malfunction in the design and manufacturing process of the device(s); therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional medical records received contained ultrasound images of the left lower extremity performed six years and four months after the index procedure. No results of the images were provided. Additional information received per the medical records indicate that eleven years and eight months after the index procedure the patient presented to the emergency room (ER) with complaints of left upper back pain radiating to the left flank for five days. A computed tomography (CT) scan was performed and showed bilateral ovarian and hemorrhagic and an inferior vena cava (ivc) filter present in the intrahepatic ivc extending superiorly to the diaphragm. The patient was provided discharge instructions for an ovarian cyst the same day. Additional information received per the medical records indicate that seventeen days later the patient presented with complaints of lower abdominal/pelvic pain. A pelvic ultrasound was performed. The results noted both ovaries remain mildly enlarged with multiple ovarian cysts. The patient was discharged the same day.

Event description:
Approximately six years and four months after the filter was implanted, the patient presented with left leg pain that had started the night before. The patient was twelve weeks pregnant. The radiology report stated that the patient had deep vein thrombosis in the left extremity.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2 and h6. It was initially reported that a patient experienced unspecified injuries related to an implanted inferior vena cava filter. Review of the subsequently provided medical records indicated that the filter is a trapease filter, that was implanted due to deep vein thrombosis (dvt) of the left leg, involving the iliofemoral and popliteal veins. The patient was also found to have an inferior vena cava (ivc) vein thrombosis, and the clot was found above the renal vein, which was also confirmed after performing a quick venography. Prior to the implant procedure the patient presented with pain and swelling of the left leg that occurred after jumping from quite a height in a playground and resulting left groin pain. The patient was noted to have been taking oral contraceptives for quite some time and was obese, there were no other significant risk factors for developing dvt. Doppler ultrasound (u/s) revealed deep vein thrombosis of the left iliofemoral and popliteal veins. Thrombosis of the ivc was also noted with the clot extending above the level of the renal vein. The patient was also questionable for right sided pulmonary thrombosis. The patient underwent thrombolytic therapy through a right femoral sheath for the thrombus in the ivc and an angio-catheter for the thrombus in the left leg. The filter was placed via the right internal jugular vein above the level of the renal veins but below the hepatic or heart level. The patient tolerated the procedure well and was to continue with pharmacological thrombolysis with urokinase for twenty-four hours. Additional information received regarding the filter implant and procedures performed before and after indicated that the patient had a venogram and a venacavogram a day prior to the index procedure. At that time, it revealed inferior vena cava clots, vein thrombosis starting from the tibial vein on the left side, all the way to the inferior vena cava system above the renals. Thrombolysis was instituted using urokinase. The day of the index procedure, the patient underwent a venogram of the left leg venous system, insertion of a diagnostic infusion catheter into the ivc system through the right groin and insertion of the ivc filter via the right internal jugular vein with placement of a thrombolytic infusion catheter into the ivc with a urokinase injection. During the procedure the patient was noted to have ivc vein thrombosis; the clot was above the renal vein but below the heart. A day after the filter was implanted, the patient underwent thrombolytic therapy of the left common iliac venous system and redirection of the thrombolytic infusion catheter to the left common iliac vein, and two days later, the patient underwent a venogram, lytic therapy of the left iliac thrombus and insertion of a left popliteal vein thrombolysis catheter. Two-days after the lytic therapy, the patient underwent diagnostic venocavogram with left iliac, femoral and popliteal venogram and angioplasty and stent placement x2 (cordis smart stent) at the left common femoral vein system for a stenotic lesion at the region of the left common femoral vein. The patient was status post multiple thrombolysis therapies and multiple venograms, including venacavogram and left leg venogram, due to significant dvt developed all the way from the popliteal vein in the left side, all the way up to the inferior vena cava. This was the fourth time the patient returned to the cardiac cath lab for a follow up venogram and possible further procedures. A computed tomography scan (CT) of abdomen and pelvis completed approximately five days post implant reported an inferior vena cava filter in the area of the inferior vena cava for the liver near the right atrium. A day after the CT scan, and the patient had an abdominal u/s to rule out mass, finding a large cystic lesion with some internal echoes and predominantly cystic. The patient underwent an exploratory laparoscopy and cystectomy due to leg pain, swelling and ovarian cyst. A left oophorectomy was performed., however subsequent scans indicate the presence of both ovaries. Approximately twelve years and three months post implant, the patient was evaluated in the emergency room (ER) for acute onset of chest pain. The patient had a chest computed tomography angiography (cta) which showed no significant changes from the one completed three months prior, there was no pulmonary embolus identified and the filter was noted to be unchanged in position at the junction of the ivc and the right atrium. Except for linear scar scarring or atelectasis in the left lingula, the lung fields appeared clear. The clinical impression was listed as chest wall pain and the patient was discharged home. Approximately twelve years and five months post implant, the patient was evaluated in the ER for acute headache, considered a migraine, and was discharged home. Approximately twelve years and eleven months post implant,the patient underwent a CT scan of the abdomen and pelvis. A suprarenal ivc filter was again seen at the level of the proximal ivc at the atrio-caval junction with multiple broken struts. This was unchanged from a previous CT completed 10 months prior. The patient was referred to a vascular surgeon concerning the ivc filter. Approximately thirteen years after the filter was implanted, the patient presented with pain and swelling of the left leg. An u/s showed non-occlusive thrombus within the right common femoral vein, thrombus in the left external iliac, common and proximal femoral, popliteal and peroneal veins (1 of 2). Four days after the u/s, the patient underwent an attempt at lysis of the thrombus. During the procedure, a venogram was done showing that there was flow throughout the femoral vein in the left; however, there was occlusion at the level of the iliac system, where there was a previous stent (unk cordis smart stent). Attempts to pass a wire through the occlusion were unsuccessful. Additional venogram showed that there was patent flow in the femoral vein up to the iliac vein, at which point it was occluded, a catheter was passed up to the level of the iliac vein and venogram showed no filling of the vena cava; however there was large collateral flow draining both legs. The procedure was discontinued. The patient was discharged six days after admission. The patient presented to the ER, two days after being discharged, for discoloration of the left lower extremity and swelling of the lower abdomen. An u/s of the lower extremities revealed no evidence of dvt in the right lower extremity and dvt of the left lower extremity as seen on the previous admission. The patient was discharged the same day. New information was received indicated that the patient presented to the ER with right abdominal pain and swollen legs. Clinical workup determined the patient had a urinary tract infection (uti) and discharged the same day. A computed tomography scan performed during this visit showed mild right sided hydroureter with periureteral stranding and ureteral wall enhancement, suggesting an ascending uti. The results noted an ivc filter with large intraluminal thrombus seen inferior to the filter and the presence of a left common iliac stent. An ultrasound of the lower extremities did not find evidence of acute dvt. Additional information contained in the medical records indicated that the patient was referred to a vascular surgeon related to the large thrombus inferior to the ivc filter. The patient was submitted to lower peripheral venous testing for pain and limb swelling about two months after the consultation. Results showed no evidence of right sided dvt and thrombus was seen in the right greater saphenous vein at the junction and proximal thigh. Approximately thirteen years post implant, the patient was diagnosed with a new extensive dvt of the left lower extremity in the left iliac, common femoral, proximal vein, popliteal vein and peroneal vein. The patient had been off eliquis for approximately one year and two months prior to the dvt. Approximately two years later, the patient was once again diagnosed with left lower extremity dvt per ultrasound. The patient had not been compliant with pradaxa. Approximately a month after the leg ultrasound, the patient underwent a pelvic ultrasound indicated for left pelvic lump. About fifteen years post implant, the patient was submitted to a u/s of the aorta. Results were negative for acute dvt in the iliac veins and ivc. The right common iliac vein was reported as chronically occluded. The left external iliac and common iliac (stent) veins are occluded. The entire length of the ivc is chronically occluded and a cluster of varices coming off the left epigastric vein was also noted. Additionally, a CT scan of the abdomen and pelvis was completed for ivc filter and left iliac stent patency assessment. The CT findings included status post left iliac stent placement; question of occluded left iliac stent; status post ivc filter placement; extensive subcutaneous collateral vessels identified and bilateral complex ovarian cystic masses. New information received indicated that approximately six years and four months post implant, the patient presented with left leg pain that had started the night before. The patient was twelve weeks pregnant. The radiology report stated that the patient had deep vein thrombosis in the left extremity. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity and varicosities. Collateral circulation is established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Blood clots, clotting and/or occlusion within the device or vasculature do not indicate a device malfunction. Rather, patient, pharmacological factors vessel characteristics may have contributed to these events. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Due to the nature of the complaint the reported event could not be further clarified. Without images or procedural films for review, the reported events could not be confirmed, and the exact cause could not be determined. Given the limited information available for review, there is nothing to suggest that there is a malfunction in the design and manufacturing process of the device(s); therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was initially reported that a patient experienced unspecified injuries related to an implanted inferior vena cava filter. Review of the subsequently provided medical records indicated that the filter is a trapease filter, that was implanted due to deep vein thrombosis (dvt) of the left leg system, involving the iliofemoral and popliteal veins. The patient was also found to have an inferior vena cava (ivc) vein thrombosis, and the clot was found above the renal vein, which was also confirmed after performing a quick venography. Prior to the implant procedure the patient presented with pain and swelling of the left leg that occurred after jumping from quite a height in a playground and resulting left groin pain. The patient was noted to have been taking oral contraceptives for quite some time and was obese, there were no other significant risk factors for developing dvt. Doppler ultrasound (u/s) revealed deep vein thrombosis of the left iliofemoral and popliteal veins. Thrombosis of the ivc was also noted with the clot extending above the level of the renal vein. The patient was also questionable for right sided pulmonary thrombosis. The patient underwent thrombolytic therapy through a right femoral sheath for the thrombus in the ivc and an angio-catheter for the thrombus in the left leg. The filter was placed via the right internal jugular vein above the level of the renal veins but below the hepatic or heart level. The patient tolerated the procedure well and was to continue with pharmacological thrombolysis with urokinase for twenty-four hours. Additional information received regarding the filter implant and procedures performed before and after indicated that the patient had a venogram and a venacavogram a day prior to the index procedure. At that time, it revealed inferior vena cava clots, vein thrombosis starting from the tibial vein on the left side, all the way to the inferior vena cava system above the renals. Thrombolysis was instituted using urokinase. The day of the index procedure, the patient underwent a venogram of the left leg venous system, insertion of a diagnostic infusion catheter into the ivc system through the right groin and insertion of the ivc filter via the right internal jugular vein with placement of a thrombolytic infusion catheter into the ivc with a urokinase injection. During the procedure the patient was noted to have ivc vein thrombosis; the clot was above the renal vein but below the heart. A day after the filter was implanted, the patient underwent thrombolytic therapy of the left common iliac venous system and redirection of the thrombolytic infusion catheter to the left common iliac vein, and two days later, the patient underwent a venogram, lytic therapy of the left iliac thrombus and insertion of a left popliteal vein thrombolysis catheter. Two-days after the lytic therapy, the patient underwent diagnostic venocavogram with left iliac, femoral and popliteal venogram and angioplasty and stent placement x2 (cordis smart stent) at the left common femoral vein system for a stenotic lesion at the region of the left common femoral vein. The patient was status post multiple thrombolysis therapies and multiple venograms, including venacavogram and left leg venogram, due to significant dvt developed all the way from the popliteal vein in the left side, all the way up to the inferior vena cava. This was the fourth time the patient returned to the cardiac cath lab for a follow up venogram and possible further procedures. A computed tomography scan (CT) of abdomen and pelvis completed approximately five days post implant reported an inferior vena cava filter in the area of the inferior vena cava for the liver near the right atrium. A day after the CT scan, and the patient had an abdominal u/s to rule out mass, finding a large cystic lesion with some internal echoes and predominantly cystic. The patient underwent an exploratory laparoscopy and cystectomy due to leg pain, swelling and ovarian cyst. A left oophorectomy was performed., however subsequent scans indicate the presence of both ovaries. Approximately twelve years and three months post implant, the patient was evaluated in the emergency room (ER) for acute onset of chest pain. The patient had a chest computed tomography angiography (cta) which showed no significant changes from the one completed three months prior, there was no pulmonary embolus identified and the filter was noted to be unchanged in position at the junction of the ivc and the right atrium. Except for linear scar scarring or atelectasis in the left lingula, the lung fields appeared clear. The clinical impression was listed as chest wall pain and the patient was discharged home. Approximately twelve years and five months post implant, the patient was evaluated in the ER for acute headache, considered a migraine, and was discharged home. Approximately twelve years and eleven months post implant, the patient complained of a one- year history of bilateral pelvic pain and lower back pain, associated with weakness, dizziness, and decreased appetite, in addition to bloating of the right abdomen compared to the left, history of heavy periods for several years, requiring iron infusions in the past and persistent vaginal bleeding over the past month. The patient underwent a CT scan of the abdomen and pelvis. A suprarenal ivc filter was again seen at the level of the proximal ivc at the atriocaval junction with multiple broken struts. This was unchanged from a previous CT completed 10 months prior. The patient was referred to a vascular surgeon concerning the ivc filter. Approximately thirteen years after the filter was implanted, the patient presented with pain and swelling of the left leg. An u/s showed non-occlusive thrombus within the right common femoral vein, thrombus in the left external iliac, common and proximal femoral, popliteal and peroneal veins (1 of 2). Four days after the u/s, the patient underwent an attempt at lysis of the thrombus. During the procedure, a venogram was done showing that there was flow throughout the femoral vein in the left; however, there was occlusion at the level of the iliac system, where there was a previous stent (unk cordis smart stent). Attempts to pass a wire through the occlusion were unsuccessful. Additional venogram showed that there was patent flow in the femoral vein up to the iliac vein, at which point it was occluded, a catheter was passed up to the level of the iliac vein and venogram showed no filling of the vena cava; however there was large collateral flow draining both legs. The procedure was discontinued. The patient was discharged six days after admission. The patient presented to the ER, two days after being discharged, for discoloration of the left lower extremity and swelling of the lower abdomen. An u/s of the lower extremities revealed no evidence of dvt in the right lower extremity and dvt of the left lower extremity as seen on the previous admission. The patient was discharged the same day. New information was received indicated that the patient presented to the ER with right abdominal pain and swollen legs. Clinical workup determined the patient had a urinary tract infection (uti) and discharged the same day. A computed tomography scan performed during this visit showed mild right sided hydroureter with periureteral stranding and ureteral wall enhancement, suggesting an ascending uti. The results noted an ivc filter with large intraluminal thrombus seen inferior to the filter and the presence of a left common iliac stent. An ultrasound of the lower extremities did not find evidence of acute dvt. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion within the device or vasculature do not indicate a device malfunction. Rather, patient, pharmacological factors vessel characteristics may have contributed to these events. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Due to the nature of the complaint the reported event could not be further clarified. Without images or procedural films for review, the reported events could not be confirmed, and the exact cause could not be determined. Given the limited information available for review, there is nothing to suggest that there is a malfunction in the design and manufacturing process of the device(s); therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient brings this action for personal injuries suffered as a direct and proximate result of being implanted, with the defective and unreasonably dangerous inferior vena cava (ivc) filter medical device. Per the implant records, prior to the index procedure, the patient presented with pain and swelling in the left leg. The patient stated jumping from quite a height in a playground and since then started having pain in the left groin area. The patient had been taking oral contraceptives for quite some time and a preoperative diagnosis of deep vein thrombosis (dvt) was made by venous doppler studies, especially in the left iliofemoral and popliteal veins. However, on venography or phlebography, the patient was found to have an inferior vena cava vein thrombosis, and the clot was found above the renal vein, which was also confirmed after performing a quick venography. The decision was then made that the patient needed pre-thrombolytic therapy vena cava filter. Filter placement was performed using the right internal jugular approach. A trapease vena cava filter was inserted into the right internal jugular vein using fluoroscopy. The location of the vena cava filter was above the renal vein, however below the hepatic or heart level. The trapease vena cava filter was successfully deployed into the inferior vena cava system, above the renal vein. Following filter placement, further venography was obtained, and under fluoroscopic guidance, thrombolytic therapy was followed. The patient tolerated the procedure well. Approximately twelve years and three months after the filter was implanted, the patient was evaluated in the emergency department for acute onset of chest pain. The patient had a chest computed tomography angiography (cta) which showed no significant changes from the one completed two months before. There was no pulmonary embolus identified. The thoracic aorta enhanced normally without dissection or aneurysm. Except for linear scar scarring or atelectasis in the left lingula, the lung fields appeared clear. Mildly prominent mediastinal lymph nodes were unchanged since earlier study. The ivc filter appeared unchanged in position located at the junction of the ivc and right atrium. The observation discharge examination revealed the patient¿s symptoms and physical exam had improved. The patient was awake and alert in no acute distress. Per the medical records, the patient had a venogram and a venacavogram a day prior to the index procedure. At that time, it revealed inferior vena cava clots, vein thrombosis starting from the tibial vein on the left side, all the way to the inferior vena cava system above the renal. Thrombolysis was instituted using urokinase. Subsequent follow-up studies as well as further interventions were performed on this patient. The day of the index procedure, the patient underwent a venogram of the left leg venous system, insertion of a diagnostic infusion catheter into the ivc system through the right groin and insertion of the trapease ivc filter via the right internal jugular vein with placement of a thrombolytic infusion catheter into the ivc with a urokinase injection. During the procedure the patient was noted to have ivc vein thrombosis; the clot was above the renal vein but below the heart. A day after the filter was implanted, the patient underwent thrombolytic therapy of the left common iliac venous system and redirection of the thrombolytic infusion catheter to the left common iliac vein, and two days later, the patient underwent a venogram, lytic therapy of the left iliac thrombus and insertion of a left popliteal vein thrombolysis catheter. Two-days after the lytic therapy, the patient underwent diagnostic venocavogram with left iliac, femoral and popliteal venogram and angioplasty and stent placement x2 at the left common femoral vein system for a stenotic lesion at the region of the left common femoral vein. The patient was status post multiple thrombolysis therapies and multiple venograms, including venacavogram and left leg venogram, due to significant dvt developed all the way from the popliteal vein in the left side, all the way up to the inferior vena cava. This was the fourth time the patient returned to the cardiac cath lab for a follow up venogram and possible further procedures. A computed tomography scan (CT) of abdomen and pelvis completed approximately five days post implantation reported an inferior vena cava filter in the area of the inferior vena cava for the liver near the right atrium. A day after the CT scan, and the patient had an abdominal ultrasound to rule out mass, finding a large cystic lesion with some internal echoes and predominantly cystic. The patient was also submitted to an exploratory laparoscopy and cystectomy due to leg pain and swelling and ovarian cyst. A left oophorectomy was performed; however, subsequent scans indicate the presence of both ovaries. Approximately thirteen years after the filter was implanted, the patient presented with pain and swelling of the left leg. An ultrasound showed non-occlusive thrombus within the right common femoral vein, thrombus in the left external iliac, common and proximal femoral, popliteal and peroneal veins (1 of 2). Four days after the ultrasound, the patient underwent an attempt at lysis of the thrombus. During the procedure, a venogram was done showing that there was flow throughout the femoral vein in the left; however, there was occlusion at the level of the iliac system, where there was a previous stent (unk cordis smart stent). Attempts to pass a wire through the occlusion were unsuccessful. Additional venogram showed that there was patent flow in the femoral vein up to the iliac vein, at which point it was occluded, a catheter was passed up to the level of the iliac vein and venogram showed no filling of the vena cava; however there was large collateral flow draining both legs. Catheters and wires were removed, and the procedure was discontinued. The patient was discharged six days after admission. Case-2017-00021120-2 was generated for the stent. The patient presented to the emergency room two days after being discharged for discoloration of the left lower extremity and swelling of the lower abdomen. An ultrasound of the lower extremities revealed no evidence of dvt in the right lower extremity and dvt of the left lower extremity as seen on the previous admission. The patient was discharged the same day. Review of additional medical records provided revealed that approximately seven years and eleven months after the filter was implanted, the patient presented to the emergency room (ER) with hemorrhoid pain; the patient was treated with pain medication and discharged the same day. Approximately ten years and six months after the filter was implanted, the patient presented to the ER with right abdominal pain and swollen legs. A CT scan performed during this visit showed mild right sided hydroureter with periureteral stranding and ureteral wall enhancement, suggesting an ascending uti. The results noted an ivc filter above the level of the hepatic vein confluence; inferior to the filter, a prominent thrombus within the ivc and a left common iliac venous stent. An ultrasound of the lower extremities did not find evidence of acute dvt, and no evidence of acute cardiopulmonary disease or bowel obstruction was reported in the chest x-ray. The clinical workup determined the patient had a urinary tract infection (uti) and was discharged the same day. Eight days after discharge, the patient presented to the ER with complaints of bilateral arms and hands itching with a rash after taking new medication. The patient was diagnosed with an allergic reaction to levothyroxine and was discharged home the following day. Approximately eight months later, the patient presented with chest pain which was worsened by deep breathing and coughing. The patient was discharged the same day as admission with a diagnosis of chest wall pain.

Manufacturer narrative:
It was initially reported that a patient experienced unspecified injuries related to an implanted inferior vena cava filter. Review of the subsequently provided medical records indicated that the filter is a trapease filter, that was implanted due to deep vein thrombosis (dvt) of the left leg system, involving the iliofemoral and popliteal veins. The patient was also found to have an inferior vena cava (ivc) vein thrombosis, and the clot was found above the renal vein, which was also confirmed after performing a quick venography. Prior to the implant procedure the patient presented with pain and swelling of the left leg that occurred after jumping from quite a height in a playground and resulting left groin pain. The patient was noted to have been taking oral contraceptives for quite some time and was obese, there were no other significant risk factors for developing dvt. Doppler ultrasound revealed deep vein thrombosis of the left iliofemoral and popliteal veins. Thrombosis of the ivc was also noted with the clot extending above the level of the renal vein. The patient was also questionable for right sided pulmonary thrombosis. The patient underwent thrombolytic therapy through a right femoral sheath for the thrombus in the ivc and an angiocatheter for the thrombus in the left leg. The filter was placed via the right internal jugular vein above the level of the renal veins but below the hepatic or heart level. The patient tolerated the procedure well and was to continue with pharmacological thrombolysis with urokinase for twenty-four hours. Approximately twelve years and three months post implant, the patient was evaluated in the emergency room (ER) for acute onset of chest pain. The patient had a chest computed tomography angiography (cta) which showed no significant changes from the one completed three months prior, there was no pulmonary embolus identified and the filter was noted to be unchanged in position at the junction of the ivc and the right atrium. Except for linear scar scarring or atelectasis in the left lingula, the lung fields appeared clear. Mildly prominent mediastinal lymph nodes were unchanged since earlier study. The clinical impression was listed as chest wall pain and the patient was discharged home. Approximately twelve years and five months post implant, the patient was evaluated in the ER for acute headache, considered a migraine, and was discharged home. Approximately twelve years and eleven months post implant, the patient complained of a one- year history of bilateral pelvic pain and lower back pain, associated with weakness, dizziness, and decreased appetite, in addition to bloating of the right abdomen compared to the left, history of heavy periods for several years, requiring iron infusions in the past and persistent vaginal bleeding over the past month. The patient underwent a CT scan of the abdomen and pelvis. Nonobstructive bowel gas pattern was noted, and a suprarenal trapease ivc filter was again seen at the level of the proximal ivc at the atriocaval junction with multiple broken struts. This was unchanged from a previous CT completed ten months before which was used for comparison. The patient was referred to a vascular surgeon concerning the ivc filter. One month later, an ultrasound of the abdomen noted complex cysts in both ovaries, likely hemorrhagic cysts measuring up to 3.6 cm. Normal low resistance blood flow in both ovaries. Approximately thirteen years post implant, a right nonocclusive thrombus was visualized within the common femoral vein. The thrombus appeared hypoechoic, acute, and left thrombus was visualized within external iliac, common femoral, proximal femoral, popliteal and peroneal veins (1 of 2). Additionally, a cta chest and CT abdomen with IV contrast showed a small ivc with minimal enhancement suggestive of chronic thrombosis. The right iliac system appeared patent to the level of the ivc bifurcation. The left iliac stent appeared occluded. There was evidence of nonocclusive thrombus in the left iliac system extending to the upper thigh. The inferior vena cava filter was seen positioned at the junction of the inferior cava just inferior to the right atrium at the level of the diaphragm. Bilateral adnexal cystic changes as above. The medical history was noted as recurrent left leg extensive dvt and right leg dvt, anemia - iron deficiency dysfunctional uterine bleeding, chronic pain. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion within the device or vasculature do not indicate a device malfunction. Rather, patient, pharmacological factors vessel characteristics may have contributed to these events. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without images or procedural films for review, the reported events could not be confirmed, and the exact cause could not be determined. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient brings this action for personal injuries suffered as a direct and proximate result of being implanted, with the defective and unreasonably dangerous inferior vena cava ("ivc") filter medical device. Per the implant records, prior to the index procedure, the patient presented with pain and swelling in the left leg. The patient stated jumping from quite a height in a playground and since then started having pain in the left groin area. The patient had been taking oral contraceptives for quite some time and a preoperative diagnosis of deep vein thrombosis (dvt) was made by venous doppler studies, especially in the left iliofemoral and popliteal veins. However, on venography or phlebography, the patient was found to have an inferior vena cava vein thrombosis, and the clot was found above the renal vein, which was also confirmed after performing a quick venography. The decision was then made that the patient needed pre-thrombolytic therapy vena cava filter. Filter placement was performed using the right internal jugular approach. A trapease vena cava filter was inserted into the right internal jugular vein using fluoroscopy. The location of the vena cava filter was above the renal vein, however below the hepatic or heart level. The trapease vena cava filter was successfully deployed into the inferior vena cava system, above the renal vein. Following filter placement, further venography was obtained, and under fluoroscopic guidance, thrombolytic therapy was followed. The patient tolerated the procedure well. Approximately twelve years and three months after the filter was implanted, the patient was evaluated in the emergency department for acute onset of chest pain. The patient had a chest computed tomography angiography (cta) which showed no significant changes from the one completed two months before. There was no pulmonary embolus identified. The thoracic aorta enhanced normally without dissection or aneurysm. Except for linear scar scarring or atelectasis in the left lingula, the lung fields appeared clear. Mildly prominent mediastinal lymph nodes were unchanged since earlier study. The ivc filter appeared unchanged in position located at the junction of the ivc and right atrium. The observation discharge examination revealed the patient¿s symptoms and physical exam had improved. The patient was awake and alert in no acute distress. Approximately twelve years and five months after the filter was implanted, the patient was evaluated in the emergency department for acute headache, consider migraine, and was discharged home. Approximately twelve years and eleven months post implantation, the patient complaint of a one- year history of bilateral pelvic pain and lower back pain, associated with weakness, dizziness, and decreased appetite, in addition to bloating of the right abdomen compared to the left, history of heavy periods for several years, requiring iron infusions in the past and persistent vaginal bleeding over the past month. The patient underwent a computed tomography scan (CT) of the abdomen and pelvis. Nonobstructive bowel gas pattern was noted, and a suprarenal trapease ivc filter was again seen at the level of the proximal ivc at the atriocaval junction with multiple broken struts. This was unchanged from a previous CT completed 10 months before which was used for comparison. The patient was referred to a vascular surgeon concerning the ivc filter. A month later, an ultrasound of the abdomen noted complex cysts in both ovaries, likely hemorrhagic cysts measuring up to 3.6 cm. Normal low resistance blood flow in both ovaries. Approximately thirteen years after the filter was implanted, a right nonocclusive thrombus was visualized within the common femoral vein of the lower extremity. The thrombus appeared hypoechoic, acute, and left thrombus was visualized within external iliac vein, common femoral vein, proximal femoral vein, popliteal vein and peroneal vein (1 of 2). Additionally, a cta chest and CT abdomen with IV contrast showed a small ivc with minimal enhancement suggestive of chronic thrombosis. The right iliac system appeared patent to the level of the ivc bifurcation. The left iliac stent appeared occluded. There was evidence of nonocclusive thrombus in the left iliac system extending to the upper thigh. The inferior vena cava filter was seen positioned at the junction of the inferior cava just inferior to the right atrium at the level of the diaphragm. Bilateral adnexal cystic changes as above.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient brings this action for personal injuries suffered as a direct and proximate result of being implanted, with the defective and unreasonably dangerous inferior vena cava ("ivc") filter medical device. Per the implant records, prior to the index procedure, the patient presented with pain and swelling in the left leg. The patient stated jumping from quite a height in a playground and since then started having pain in the left groin area. The patient had been taking oral contraceptives for quite some time and a preoperative diagnosis of deep vein thrombosis (dvt) was made by venous doppler studies, especially in the left iliofemoral and popliteal veins. However, on venography or phlebography, the patient was found to have an inferior vena cava vein thrombosis, and the clot was found above the renal vein, which was also confirmed after performing a quick venography. The decision was then made that the patient needed pre-thrombolytic therapy vena cava filter. Filter placement was performed using the right internal jugular approach. A trapease vena cava filter was inserted into the right internal jugular vein using fluoroscopy. The location of the vena cava filter was above the renal vein, however below the hepatic or heart level. The trapease vena cava filter was successfully deployed into the inferior vena cava system, above the renal vein. Following filter placement, further venography was obtained, and under fluoroscopic guidance, thrombolytic therapy was followed. The patient tolerated the procedure well.